Manufacturer narrative:
(B)(4). Only event day (B)(6) and year ¿2020¿ known. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after using the contour, everything is prepared for the cdh29a firing. It is carried out and when wanting to remove the device, it is verified that the staples were fired, but that they did not close, which is why tissue dehiscence occurred. The surgery was delayed by 30-minutes. The surgery was successfully completed with no fragments generated. There were no patient consequences.